Event description:
It was reported that the customer was hospitalized for low blood glucose levels on (B)(6) 2014. The blood glucose reading was 28 mg/dl. The customer's father stated that the customer had a blood glucose reading of 32 mg/dl and had a seizure leading up to the hospitalization. The caller stated that he believed that the insulin pump had been over-infusing. Upon inspection, the reservoir showed the same amount of insulin as was shown on the status screen. The customer stated that she was uncomfortable using the insulin pump and requested its replacement. She stated that insulin would continue to drip for a few seconds after she released the act button. She stated that she had also had another low blood glucose event in the summer prior to the reported hospitalization. The most recent blood glucose reading was 192 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit was received with a cracked case at the display window corners. The device was received with a minor scratched lcd window. Results are pending from delivery volume accuracy testing.